Event description:
The trilogy 202 ventilator was evaluated by a third-party service center field service engineer for preventative maintenance. The device was not in use on a patient at the time of the occurrence. During the evaluation a "ventilator service required" error. It was determined to be caused by a failure of the o2 board, which requires replacement. In addition, during testing, a leak condition was identified. The leak was traced to the sensor board within the pneumatic circuit, requiring replacement of the sensor board. Additionally, during the service of the device, the filter and sd card were also replaced. If any additional information is received, a follow-up report will be filed.

Manufacturer narrative:
The reported failure of o2 board sensor board is accommodated in the product risk management file as being linked to hazard with description patient exposure to function / deterioration of function. Complaints for this failure are reviewed via the post market complaint trending and escalation processes to assess for the observed probability levels and compare them with the predicted levels in the risk file for the hazards linked to the failure. As of the date of submission for this report, there is no indication that complaints for the failure in question has led to unacceptable increase in probability levels for the hazardous situations in scope, and therefore no further action will be pursued. Qa continues to monitor complaints for this issue per the cadence in the complaint trending procedures. The device mentioned in this complaint has exceeded its useful life per the applicable IFU.